Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 287432-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included acne, parity 2 ((B)(6) 2006, (B)(6) 2012), multigravida, pap smear abnormal, human papilloma virus test positive, lsil, colposcopy, tonsillectomy, menstruation irregular and gerd. Previously administered products included for an unreported indication: "pantoprazole", pill and depo provera. Concurrent conditions included obesity (bmi 35.217), tobacco use disorder, rash, adhesive tape allergy, numbness in hand, paraesthesia, tinnitus, swelling of wrists and muscle cramp. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen for pain. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction/ nickel allergy"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation,"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings"), depression ("depression"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems type: vision worsened") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, mood swings, depression, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, constipation, alopecia, vaginal discharge and anxiety was resolving and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion what did your healthcare provider tell you about your results? 100% occluded on (B)(6) 2012. 287432 is invalid. Most recent follow-up information incorporated above includes: on 8-may-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 287432-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included acne, parity 2 ((B)(6)2006, (B)(6)2012), multigravida, pap smear abnormal, human papilloma virus test positive, lsil, colposcopy, tonsillectomy, menstruation irregular and gerd. Previously administered products included for an unreported indication: pantoprazol, pill and depo provera. Concurrent conditions included obesity (bmi 35.217), tobacco use disorder, rash, adhesive tape allergy, numbness in hand, paraesthesia, tinnitus, swelling of wrists and muscle cramp. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen for pain. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction/ nickel allergy"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation,"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6)2012, the patient had essure inserted. In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings"), depression ("depression"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems type: vision worsened") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, mood swings, depression, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, constipation, alopecia, vaginal discharge and anxiety was resolving and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in (B)(6)2012: total bilateral occlusion what did your healthcare provider tell you about your results? 100% occluded on (B)(6)2012.. Lot number 287432 is invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage'), menorrhagia ('abnormal bleeding (menorrhagia)') and tooth disorder ('dental problems') in a 21-year-old female patient who had essure (batch no. 287432-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's medical history included acne, parity 2 ((B)(6) 2006, (B)(6) 2012), multigravida, pap smear abnormal, human papilloma virus test positive, lsil, colposcopy, tonsillectomy, menstruation irregular and gerd. Previously administered products included for birth control: depo provera from 2009 to (B)(6) 2010; for an unreported indication: pill and pantoprazol. Concurrent conditions included obesity (bmi: 35.217), tobacco use disorder, rash, adhesive tape allergy, numbness in hand, paraesthesia, tinnitus, swelling of wrists and muscle cramp. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen for pain as well as omeprazole since 2017. In (B)(6) 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction/ nickel allergy"), migraine ("migraines/migraine/headaches"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation,"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), inflammation ("inflammatory swelling") and inflammatory pain ("inflammatory pain") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced mood swings ("mood swings") and depression ("depression"). In 2014, the patient experienced tooth disorder (seriousness criterion medically significant) and visual impairment ("vision/eye problems type: vision worsened"). In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced anxiety ("anxiety") and anaemia ("anemia"). The patient was treated with celecoxib (celexa), escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), iron, macrogol 3350 (miralax) and surgery (bilateral salpingectomy and two teeth pulled). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, tooth disorder, vaginal haemorrhage, allergy to metals, migraine, headache, nausea, dysmenorrhoea, visual impairment, fatigue, weight increased, constipation, alopecia, vaginal discharge and anxiety was resolving, the pregnancy with contraceptive device, abortion spontaneous, inflammation and inflammatory pain outcome was unknown and the mood swings, depression and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, anaemia, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, inflammation, inflammatory pain, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. What did your healthcare provider tell you about your results? 100% occluded on (B)(6) 2012. Lot number 287432 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received- new events anemia, inflammatory swelling and pain was added. Event onset date was added. The outcome of event dyspareunia, depression and mood swings was updated from recovering to recovered. Event dental problems was updated to teeth pulled. Concomitant drugs were added. Reporter's information was added. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in a female patient who had essure (batch no. 287432) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included acne, parity 2 ((B)(6) 2006, (B)(6) 2012), multigravida, pap smear abnormal, human papilloma virus test positive, lsil, colposcopy, tonsillectomy, menstruation irregular and gerd. Previously administered products included for an unreported indication: pantoprazole, pill and depo provera. Concurrent conditions included obesity (bmi 35.217), tobacco use disorder, rash, adhesive tape allergy, numbness in hand, paraesthesia, tinnitus, swelling of wrists and cramp. Concomitant products included hydrocodone bitartrate; paracetamol (vicodin) and ibuprofen for pain. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction/ nickel allergy"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation,"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings"), depression ("depression"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems type: vision worsened") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, mood swings, depression, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, constipation, alopecia, vaginal discharge and anxiety was resolving and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. What did your healthcare provider tell you about your results? 100% occluded on (B)(6) 2012. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr received. Lot number added. New events added- pelvic pain, pregnancy (stillbirth or miscarriage), abortion spontaneous, device ineffective, abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction/ nickel allergy, mood swings, depression, migraine, headache, nausea, tooth disorder, dysmenorrhea, dyspareunia, visual impairment, fatigue, weight increased, constipation, alopecia, vaginal discharge and anxiety were added. Product information indication and essure insertion date and removal were added. Patient demographic details added. New reporters were added. Concomitant medication, medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.